Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additional observations not reported by site: the instrument was found to have a derailed grip cable at the distal idler pulley, indentations on the edge of the distal idler pulleys and mechanical indentations on the distal and proximal clevis. No material appeared to be missing. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had frayed cable. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up on and obtained the following additional information: no fragment fell into the patient. The procedure was completed with a permanent cautery hook.